Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the j1 keypad connector on electrical board was properly locked. Device passed displacement test. Pump error 63 (variable 3) alarmed during self test and pump trace download confirmed pump error 63 (variable 3) due to broken trace at pin6/sda on keypad assembly. Unable to verify audio/absence of alarm during self test due to pump error 63.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons not working. The customer's blood glucose value was 230 mg/dl. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.